Event description:
It was reported that the patient presented remotely via merlin net. Review of transmission revealed post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD). Programming changes were discussed, no intervention was reported. There patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the pptwos resulted in pacing inhibition.

Event description:
New information received indicated that programming changes were performed to resolve the issue. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.